Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain, cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain and dyspareunia had resolved and the procedural pain outcome was unknown. The reporter considered genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal bleeding (seen as genital bleeding). A total hysterectomy and salpingectomy was performed to remove micro-inserts around 2 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, abnormal bleeding was considered related to essure. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis, vaginal delivery and cervical dysplasia. She had use condoms . Previously administered products included for an unreported indication: triphasil. Concurrent conditions included lipoma (lipoma removal under left breast), viral pharyngitis, cellulitis, ear infection, depression, morbid obesity, tobacco abuse, gestational diabetes, meralgia paresthetica, human papilloma virus test positive, neurofibroma, skin mass, bartholin's cyst, inflammatory polyarthritis, viral pharyngitis, allergic rhinitis, degenerative disc disease, rash and fatigue. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain, cramping"), back pain ("severe back pain") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the uterine haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record: menorrhagia dysmenorrhea, abnormal uterine bleeding, back pain most recent follow-up information incorporated above includes: on (B)(6) 2018: the plaintiff factsheet and medical record received: the event abnormal vaginal bleeding, menorrhagia, pelvic pain, uterine bleeding added, reporters, concurrent condition, historical condition, lab data, lot number added. Events outcome added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis, vaginal delivery and cervical dysplasia. She had use condoms . Previously administered products included for an unreported indication: triphasil. Concurrent conditions included lipoma (lipoma removal under left breast), viral pharyngitis, cellulitis, ear infection, depression, morbid obesity, tobacco abuse, gestational diabetes, meralgia paresthetica, human papilloma virus test positive, neurofibroma, skin mass, bartholin's cyst, inflammatory polyarthritis, viral pharyngitis, allergic rhinitis, degenerative disc disease, rash and fatigue. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain, cramping"), back pain ("severe back pain") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the uterine haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record: menorrhagia dysmenorrhea, abnormal uterine bleeding, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal bleeding (seen as genital bleeding). A total hysterectomy and salpingectomy was performed to remove micro-inserts around 2 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, abnormal bleeding was considered related to essure. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.